Event description:
Reportedly, the screen of the programmer froze while interrogating an eno pacemaker.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed. - analysis of available expertise files did not provide evidence of the reported issue. However, the most probable hypothesis is that the coexistence of two modal pop-up windows on the programmer screen led to a software exception, resulting in the impossibility to close either pop-up, thus explaining the observed programmer freeze. - however, as the issue could not be evidenced in available log files, the root-cause could not be determined with certainty. - the subject tablet followed the normal repair workflow and was sent back to the field.